Manufacturer narrative:
Analysis of the ins (serial #: (B)(4)) found that the ins was functionally ok with only insignificant anomalies. Analysis of the adaptor (serial #:unknown) found that the conductors were broken 8 cm and 13 cm from the distal end of the adaptor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, explanted (B)(6) 2018, product type adapter; product ID 3550-29, serial# unknown, product type accessor. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the rep reporting that the hcp changed 2 new pocket adaptors during a revision surgery 2018-03-01, and the high impedance was resolved. The rep also reported that the ins was also replaced due to normal eri. The rep reported the following statistics: c+1-2- 4.20 volts 210 pw 185hz 479 ohms c+8- 9- 4.4 volts 210 pw 185 hz 371 ohms. 2.42 day low, 3.23 day to empty no further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulat or (ins) for dystonia and movement disorders. The rep reported that the patient charged their ins to 100% yesterday and by this morning the battery had dropped to 50%. The rep reported that the patient was receiving good therapy. The rep reported that patient was programmed as follows: left -c +2 -1, 4.2v/210pw/185hz. Therapy impedance 533ohms right c+6-5. 4.4v/210pw/185hz. Therapy impedance 512ohms the rep reported that the impedances were taken and the left side impedances were normal, but the right side impedances were: c6: 20k ohms c7:19k ohms c5: 528 ohms 4/6: 11k ohms 4/7: 16k ohms 5/6: 10k ohms 5/7: 16k ohms 6/7: >40k ohms the rep reported that the patient's ins reached normal elective replacement indicator (eri). The rep reported the following recharging calculations: pc left/right side programmed: eri: 3.2 months and eos: 6.2 months pc to left side only: eri: 9.77 months and eos: 12.77 months pc to right side only: eri: 8.45 months and eos: 11.45 months rc bol: 4 days rc bol if impedance improved to 800 ohms: 5 days no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was unknown. The patient recently noted that the charge was around 75% now in the morning after getting the ins battery up to 100% the night before. Extra education was given to the patient to help reinforce charging practices and they felt that they were now charging more efficiently. It was noted that the patient was schedule to have a routine battery change on (B)(6). The physician stated that they were going to try and change out the patient¿s adaptor to see if that resolves the high impedance issue. The patient was still getting good therapy at the time of report there were no further complications reported or anticipated.